Manufacturer narrative:
The device was received in normal working conditions with battery voltage approximately at bol level. Output verification, crosstalk in saline solution tests were performed and it was able to function within the product specification. There were no device anomalies found. Electrical and mechanical tests performed indicated normal results and visual inspection of the header and connectors found no contaminants or foreign material. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-12464, 2017865-2020-12465. It was reported that the patient experienced endocarditis. The cause of the endocarditis was unknown. The pacemaker system was explanted. The patient was discharged.